Event description:
Caller reported damage to pump housing specifically at the usb port and pins, impacting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Cts offered a pump replacement, but the customer declined the replacement at the time of the call.